Manufacturer narrative:
(B)(4).evaluation summary: the device failed homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to ground bond resistance exceeded the limits. The ground bond resistance specification is 0.001 - 0.100 and ground bond test result was 0.117. The rite electrical failure, assignable cause was loose door post screw. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.